Event description:
Edwards received notification that this 20-y-o patient with a edwards valve of unknown size implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to degeneration and no relevant amount of calcification leading to regurgitation. A transcatheter valve was successfully implanted within the pre-existing edwards surgical device. As reported, patient was noted as to be discharged home without complications.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of calcification could not be confirmed by product evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including implant position and patients age at time of implant.

Event description:
Edwards received notification that this 20-y-o patient with a 3300tfx23mm valve implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to degeneration and no relevant amount of calcification leading to regurgitation. A transcatheter valve was successfully implanted within the pre-existing edwards surgical device. As reported, patient was noted as to be discharged home without complications.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a surgical edwards valve of unknown size implanted in pulmonary position underwent a valve-in-valve procedure after unknown implant duration for unknown reason.